Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing, with the smart pass feature disabled due to the patients rhythm low amplitude. The patient was admitted to the hospital. Technical services (ts) was consulted and discussed stored data as well as the device programmed settings. The system had its sensing vector changed to alternate and smart pass feature reenabled, with the patient discharged after no further events were noted. This device remains in service. No additional adverse patient effects were reported.